Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.5. Hardware: iphone17.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels rose to greater than 300 mg/dl while wearing the pod on the arm for longer than 48 hours. The patient stated he was unable to control his elevated blood glucose levels despite administering correction boluses and reported receiving multiple automated delivery restriction alerts. When the patient attempted to administer correction boluses, the system delivered 1-2 units instead of the expected 6-8 units. Symptoms reported include elevated blood glucose levels and abdominal pain. At the time of reporting, no formal diagnosis had been confirmed, as the patient remained hospitalized. Treatment included laboratory evaluations, monitoring of abdominal pain, intravenous (IV) fluids, administration of prednisone, and use of an insulin sliding scale for blood glucose levels above 300 mg/dl. The patient stated that he had been wearing the pod since (B)(6) 2026. At the time of reporting, the patient remained hospitalized.